Event description:
It was reported via the implant patient registry that a 26mm transcatheter valve was implanted in the aortic position using a valve-in-valve procedure due to aortic insufficiency and aortic stenosis. The implant duration of the original device at the time of the procedure was approximately four (4) years and five (5) months. The patient was noted to have history of endocarditis in 2010, blood cultures were positive for gram negative bacilli. He was active until he presented with dyspnea on exertion (doe) in (B)(6) 2014 that progressed. There were no reported complications.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.